Event description:
The manufacturer's representative reported the patient had been receiving morphine and marcaine intrathecally at a daily dose of 12mg. The patient's family had not heard from her for a few days. The apartment above the patient's flooded and when the fire department came to check that, they found the patient in bed and attempted to resuscitate her with no success. No autopsy was done and the hcp does not think the death was related to the pump. A death certificate has been sent for and the results will be reported when received.